Event description:
It was reported that a connection issue occurred with a uv flash transfer set that was in use for one day and a titanium adapter used for peritoneal dialysis therapy. It was reported the separation occurred during use. The actual sample is available. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device passed visual inspection, leak testing, clear passage testing, and clamp function testing with no issues found. The device was hand tightened to a test titanium adapter with difficulty. The reported problem was confirmed. An investigation into the molding process was conducted and corrective actions were taken to ensure that the inside diameter of the sets are in the center of the specification range. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. Upon completion of baxter's investigation, or if additional relevant information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.